Manufacturer narrative:
One 10f fast-cath introducer sheath was received for evaluation. The dilator was also received. The sheath distal tip had been split; the sheath tubing was bent 3.11¿ and 9.58¿ from the distal tip. The sheath tubing had been kinked and punctured at 1.83¿ distal to the hemostasis hub and appeared to have been dissected from 1.91¿ through 2.12¿ distal to the hemostasis hub, which is consistent with the reported event. There was no visible dilator damage. No other visual anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tubing damage is consistent with damage during use.

Event description:
During a procedure, blood was noted to be leaking from a tear in the shaft of the introducer. The introducer was replaced and the procedure was completed with no adverse patient consequences.